Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter and the ngen generator. The patient suffered an atrio-esophageal fistula which resulted in death. It was reported that a physician indicated that a patient had an atrio-esophageal fistula diagnosed after a persistent atrial fibrillation ablation performed with the carto system using a thermocool smarttouch sf catheter and the patient died because of the fistula. The procedure was an af redo procedure with pulmonary vein isolation (pvi) and posterior wall ablation with thermocool smarttouch sf catheter. Ablation at 40w aiming 400 ablation index with average cf between 10 and 20g. No adverse event occurred during the procedure. The ablation procedure was in (B)(6) 2025. The dates of the fistula diagnosis and of patient¿s death was unknown. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The adverse event was assessed MDR reportable under both the thermocool smarttouch sf catheter and the ngen generator.

Manufacturer narrative:
Per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. As the catalog/model number was not provided, the (01) gtin is not available. Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation cannot be performed since the asset was not provided this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device manufacture date has been added. Therefore, updated h4. Device manufacture date and d4. Primary UDI number fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter and the ngen generator. The patient suffered an atrio-esophageal fistula which resulted in death. The investigation was completed on 10-feb-2026. No work order or any other evidence of analysis for this device was sent to johnson & johnson medtech for evaluation. The service was declined. No further evaluation from part of the customer was required at this time. Additionally, a historical data of service reports was performed for the device; no anomalies related to the reported event were found. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 20-nov-2025, noted a correction to the 3500a initial under h11. Additional manufacturer narrative as it should have included the following: processed an estimated date of death as (B)(6)2025 as an atrio-esophageal fistula diagnosis timeframe usually occurs weeks after the ablation procedure and the event stated that the ablation procedure was in may 2025. Additional information was received on 20-nov-2025. The exact date of death is unknown, but it was in (B)(6). The procedure was on the (B)(6)2025. The energy used for ablations was radio frequency (rf). The force visualization features used were graph, dashboard, vector and visitag. The visitag module parameters for stability used were 3mm range and 3seconds stability with force criteria: 25%, >3g. No additional filter was used with visitag. The color option used prospectively was other: ablation index. The generator and pump used were the ngen rf generator sn (B)(6) and ngen pump ft24490025. Therefore, updated the generator information under the d4. Catalog to d138401 and d4. Serial to (B)(6). Also, under d10. Concomitant medical products and therapy dates section added the ngen pump. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. In addition, since the procedure date was provided, added the date under b3. Date of event. Since the hardware information was provided, the hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).